Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardiac defibrillator exhibited backup vvi operation. It was noted that the patient had entered back up vvi mode while exposed to MRI. After a device download, the device resumed normal function. The patient¿s condition post event was stable.